Event description:
Elderly female with latex allergy have a right heart cath. Latex free swann broke while it was in the patient. Physician had the balloon in the patient and then it lost air. Swann removed without known injury and another one was used successfully. Please note that this is #13 reported for the same product, same balloon rupture. Manufacturer response for catheter, intravascular, diagnostic, swan-ganz controlcath (per site reporter). Will obtain.